Event description:
Computer database issue: lab result (ketone) posted in appropriate chart (patient a) in "soarian" data base. During automatic data transfer into "ibex" data base, the ketone results from patient a posted into incorrect patient record (patient b) in the "ibex".